Event description:
During evaluation of the device, it was determined that the sheath tip was damaged, but was not split as originally reported.

Manufacturer narrative:
Correction- b5, h1: the complainant returned one used ksaw-6.0-38-80-rb-shtl (flexor shuttle guiding sheath) to cook for investigation. The distal tip of the sheath was confirmed to be damaged; however, the tip was not split as originally reported. Per a search of risk documentation and previous complaint data, there is no evidence to suggest that this device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury was alleged, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Name and address: postal code: (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a cerebral angioplasty and using a flexor shuttle guiding sheath, the sheath tip was damaged. The reported device was inserted from the right cfa to the abdomen for the procedure. The physician noted resistance when inserting the sheath, so they stopped using it. They checked the device and noticed there was damage on the sheath tip on the outer cannula. The damage was noted to be a split in the tip. Therefore, another of the same type device was used instead. No adverse effects to the patient were reported due to this occurrence.